Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shock in an episode due to t-wave oversensing and bigeminy premature ventricular contractions (pvcs). Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shock in an episode due to t-wave oversensing and bigeminy premature ventricular contractions (pvcs). Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.